Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-08499. It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The catheter prepped ok outside of the patient's body. During the procedure when the device was inside the body, aspiration was initiated. Within three seconds, an error message to check saline displayed. It was noted that saline had leaked into the drawer tray. The device was replaced with a different avx® thrombectomy set. Again, the catheter prepped ok outside of the patient's body. During the procedure when the device was inside the body, aspiration was initiated. Within three seconds, an error message to check saline displayed and it was noted that saline had leaked into the drawer tray. The procedure was not completed due to the event. There were no patient complications or issues.